Event description:
In 2007, I had the essure put in. My side effects are to date numbness in my fingers, bad headaches, memory issues, gerd, cysts, extreme pain in my joints, back pain sometimes so bad I can't stand, numerous kidney infections, bad stomach pains. I have been to lots of doctors that don't find anything really serious wrong with me but I know there is, my body feels like I'm 80 when I'm not even 40 yet. I have this in my body for 6 years now and am finally scheduled to have a hysterectomy to have them removed.